Event description:
A hospital in (B)(6) reported a patient was being treated for a distal radius fracture. While the doctor was clamping the securing clamp rod screw on the metacarpal, the screw did not rotate clockwise and anticlockwise direction. When the doctor applied more powerful force to the offset wrench, the driver tip of the offset wrench was broken as it was connecting to the clamp. The clamp did not work functionally. The surgeon replaced the clamp with a competitors clamp to complete the procedure. This report is #3 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
Device was used for treatment. A device history record review and manufacturing evaluation were conducted; the manufacturing records were reviewed and no complaint related issues were found. A visual inspection was performed, no visible damage could be detected; the part is intact. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.